Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device has not been received and the customer has been unresponsive for attempts to collect additional information. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during ureteroscopy, a 200 micron laser broke off and a fragment was left inside the patients right ureter. A request for additional information is in progress.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.